Event description:
Customer reported a tubing was being used in the cvicu for a cardiac drip and leakage at the filter was noted. No patient harm was reported. Additional event and patient information was requested, but is was not available.

Manufacturer narrative:
Manufacturer's report date: 5/13/2009. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.